Event description:
It was reported that a patient's blood glucose (bg) levels reached high, over 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The pod was received with the soft cannula deployed, the formed needle visible in the exposed portion of the soft cannula, and the linkage assembly not fully retracted. When viewed under magnification it was found that the tip of the formed needle perforated the exposed portion of the soft cannula creating damage. The formed needle, linkage assembly, and slide retract fully retracted after opening the pod. Inspection of the fluid path found a tear in the exposed portion of the soft cannula, resulting in an external leak. Further inspection under magnification found more damage to the exposed portion of the soft cannula which could not be confirmed as leakage sources due to the tear found closer to the nail-head. It could not be determined when these damages occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Inspection of the needle mechanism components found score marks in the underside of the top housing along the path of the linkage assembly. No damages or deficiencies were observed on the linkage assembly, indicating that the linkage assembly was misaligned with the top housing. This misalignment resulted in contact between the top housing and the linkage assembly that prevented the needle mechanism from fully retracting. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.